Event description:
Device malfunction: difficulty removing device. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, achieved arteriotomy closure after a diagnostic procedure. After the clip was deployed, there was difficulty removing the device. Additional local anesthesia was given and the device was manually removed using extensive force. Hemostasis was achieved with the device. There was no adverse patient sequela. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with any relevant information.